Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged during an elective system revision procedure. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Despite efforts, this product has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.